Manufacturer narrative:
This lead has been surgically abandoned but remains implanted. If the product is returned and analysis performed, this report will be updated.

Event description:
It was reported that this right atrial lead was capped due to a fracture that was confirmed through x-ray and related high pacing impedances. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial lead was capped due to a fracture that was confirmed through x-ray and related high pacing impedances. No additional adverse patient effects were reported.